Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an amplatzer pfo occluder was selected for implant using a torque delivery system. The patient developed a small right pseudoaneurysm post - procedure. On (B)(6) 2019, the patient was treated with thrombin injection and was hospitalized before being discharged on (B)(6) 2019.

Manufacturer narrative:
An event of hematoma was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.